Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of the device. Failure event observed during analysis.final analysis found that the lead was returned in two pieces. Visual inspection found an insulation abrasion at 3.3 cm to 3.6 cm from the distal tip. The abrasion was consistent with exposure constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.